Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors did not open or close on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: a visual inspection of device showed that the outer extrusion shaft, of scissor shaft assembly, was separated. The scissors could not open and close to cut due to broken outer extrusion shaft. The complaint is confirmed. A corrective action has been initiated to address this failure mode.